Event description:
Medical staff reported a broken prothesis, later reporting structural massive damage with leak of silicone and contact with periprosthetic tissue for the right side, "capsular fibrous tissue with histiocyte inflammation with foam histiocytes concordant with inflammatory reaction against foreign material (silicone)", "cyst in right retroareolar region in relation with area of previous biopsy and without changes", not device related. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code 4: f2203. Health effect - impact code 5: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo analysis: visual analysis of the photographs identified: rupture: unable to observe opening in the device inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.